Event description:
It was reported that the csoft6 spring clamp sprung apart during use on a coronary vessel causing minimal bleeding. The bleeding was quickly controlled as clamp pieces were searched for. No pt injury reported.